Event description:
A (B)(6) male who was taken to the heart catheterization laboratory for intervention of bilateral calf claudication. Left leg angiography was performed through a 6 x 90 sheath from the right groin placed in the left femoral artery. At conclusion of the procedure, an angio-seal was attempted, but failed to seal. Manual pressure was utilized and pt experienced no related complications.